Event description:
It was reported that an o-ring was on the pneumatic tap. Subsequently, the customer experienced a blood glucose level displayed as "high" on the continuous glucose monitor (specific value not provided), and a moderate ketone level. A manual injection of insulin was administered to address bg level. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.